Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown surgery, the plastic tip of the dynamic hip and condylar system (dhs/dcs) impactor broke during regular use to impact dynamic hip screw plate to bone. The surgeon proceeded to used a bone tamp to impact the plate to bone after the dynamic hip screw (dhs) impactor broke. Fragments were removed easily without additional intervention. There was no surgical delay and the procedure was completed successfully. Patient status was unknown. Concomitant devices: plate (part unknown, lot unknown, quantity 1). This report is for one (1) dhs/dcs impactor. This is report 1 of 1 for (B)(4).